Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the implantable cardioverter defibrillator (ICD) was shocking the patient - even though the "vital signs were normal" - when the patient touched the device. The device remains in use. No further patient complications have been reported as a result of this event.